Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the broken/cracked output connector and the expired life expectancy of the lamp could not be identified. However, it¿s likely the cause of the broken/cracked output connector is related to excessive stress. Also, it¿s likely the cause of the expired life expectancy of the lamp is related to the use of a third-party lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s reported issue was not confirmed during the evaluation. Additional findings are as follows: (1) the suction connector (s-connector) cannot be connected securely, (2) general dust contamination was found in the device; which can lead to ignition problems, (3) the top cover was worn out and there was sever wear on the housing cover. It was also noted that the lamp was not an olympus but a third-party lamp. Furthermore, due to the poor contact of the pump, an unusual sound was heard, and an excessive pressure drop of the pump was noted. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis exera iii xenon light source lamp ignites irregularly. The issue was observed during maintenance. There were no reports of patient or user harm associated with this event. The device was subsequently returned and evaluated and the output connector socket was found to be broken (i.e. It could not be connected). The evaluation also determined that there was a lack of image on the monitor due to the expired life expectancy of the lamp. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.